Event description:
It was reported that the patient's catheter was kinked three times. The patient underwent two catheter revision surgeries and, as a result of the surgeries, had experienced on-going leg pain. The patient stated that he may have kinked his catheter during his physical therapy sessions because of "too much stretching/exercise". The patient had considered catheter revision surgery. The patient stated that the patient was working well. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.